Manufacturer narrative:
Previous serial number was incorrect. (B)(4).

Manufacturer narrative:
(B)(4). Secondary surgical intervention, exchange. No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter stated that a 13.2mm micl13.2 implantable collamer lens, -3.0 diopter, was removed due to excessive vault, causing iris to endothelium. Lens was exchanged with a 12.6mm length lens. Patients post-op ucva was 20/50. Cause of event is unknown.